Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet's reference number of this case is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a zimmer mmc, cup, uncemented, 58 mm/50 mm, code p on the left side on (B)(6) 2011 and the patient underwent revision surgery on (B)(6) 2014 due to unknown reason. No other information was provided.

Manufacturer narrative:
The evaluation results of the provided information has been made available. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the patient received a mmc cup on (B)(6) 2011 and revised on (B)(6) 2014. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) was unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. Nevertheless, should additional information become available to us, a follow up report will be submitted. Zimmer (B)(4) consider this case as closed. (B)(4).